Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system displayed " no signal" on a consistent basis after the site deleted patients from the system. Wilson disconnected the axiem box then restarted but it still displayed no signal. The was no patient present. The representative bypassed the video splitter and was unable to replicate behavior of monitors going in and out, was able to occasionally replicate with the video splitter connected. When the screens came back, they were at the splash screen indicating the computer is booting up and functioning. The staff cart had no signal while the surgeon cart had no display at all. The representative re plugged the interconnect cable between the two, and both screens now work as intended.